Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was not providing adequate relief. The patient underwent an explant procedure. No device malfunction was suspected.